Manufacturer narrative:
(B)(4). Event occurred at (B)(6). The customer's reported complaint of an error during an infusion of levophed was confirmed and replicated. Review of the pcu device error log confirmed two pressure sensor broken-high failures (240.4150.0) that occurred on (B)(6) 2013 at 12:27 pm and (B)(6) 2013 at 8:35 pm. The returned device was functionally tested and allowed to infuse at a rate of 500 ml/hr and a vtbi of 300 ml. After approximately 15 minutes the device experienced a channel error with error code 240.4150 terminating the active infusion. Error code 240-4150 occurs when the bottle side (top) pressure sensor circuit senses a voltage higher than expected. The pressure sensors were functionally tested using a digital multi-meter. The bottle side (top) pressure sensor failed testing when warmed with a heat gun. No functional issues were experienced with the pt side (bottom) pressure sensor. The upper pressure sensor was removed so further examination could be performed. No obvious physical damage was noted to the body of the sensor. The cause of the customer's complaint of an error during an infusion levophed was due to a failure of the upper pressure sensor mechanism, however the exact root cause is unknown.

Event description:
The customer reported the pt was getting levophed, vasopressin and a rapid fluid resuscitation. The md just finished replacing an arterial line and were preparing for intubation when channel b, infusing levophed, malfunctioned with an error. There was no pt harm or medical intervention. The customer stated that no additional event or pt information is available.